Manufacturer narrative:
The field service engineer (fse) primed the instrument and discovered aspirate probe #1 was not aspirating. The fse removed the aspirate probes and tubing and discovered a blockage in the tubing, for aspirate probe #1. The fse replaced all three aspirate probes and the associated tubing. The fse also replaced the seal in the wash pump. A routine system check was performed as well as troponin I calibration and quality control (qc); no issues were noted. Service activity performed was verified and met the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. The specimens were collected in becton dickinson (bd) 5 ml lithium heparin tubes and centrifuged for five minutes in a statspin express centrifuge. The customer stated qc was in range prior to and out of range following the event. This medwatch report is related to MDR 2122870-2013-00034.

Event description:
The customer reported elevated troponin I (access accutni) results, within the risk stratification, for three patients, involving the unicel dxc 600i synchron access clinical system. Subsequent analyses of two of the patient samples, on an alternate access 2 analyzer, recovered lower results, within the normal reference range. The third patient lacked specimen, as a result, reanalysis could not be performed. The erroneous results were released out of the laboratory. One of the patients was transferred to another facility based on the result. It is unknown if any treatment was administered to this patient. There has been no report of patient outcome to date. The customer performed system troubleshooting and documented a failed system check. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.